Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated MDR #1225714-2014-02663, 1225714-2014-02664, 1225714-2014-02665, 1225714-2014-02666, 1225714-2014-02667, 1225714-2014-02668, 1225714-2014-02669, 1225714-2014-02670.

Event description:
The plaintiff's attorney alleged that the decedent experienced three separate cardiovascular events on unk dates in (B)(6) 2007 and subsequently expired on (B)(6), 2007 after the use of the product.